Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted due to a therapy upgrade to a cardiac resynchronization therapy pacemaker (crt-p). The device was removed from the pocket and placed on the patient's chest. An attempt was made to use this device to pace the patient out of atrial flutter, however, this was unsuccessful, so the patient was externally cardioverted with 200 joules with this pacemaker still on the patient's chest. The device exhibited 6 seconds of pacing inhibition on the right ventricular (rv) channel. It was noted that there was no right atrial (ra) lead connected to the device at the time. The physician then connected the newly implanted left ventricular (lv) lead to the device and pacing resumed. The replacement crt-p was successfully implanted. This device was explanted. No additional adverse patient effects were reported.